Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware ventricular assist system ¿ driveline extension/ model #: 100, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an electrical fault alarm and a ventricular assist device (vad) stop alarm. It was reported that the electrical fault alarm disappeared once the vad driveline extension cable was removed. The controller remains in use and the driveline extension cable is not in use by the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and driveline extension cable with unknown lot no. Were not returned for evaluation. The reported event was confirmed via review of log files which revealed 1 electrical fault alarm, 1 vad stopped alarm, and multiple vad disconnect alarms logged on (B)(6) 2017. A vad disconnect alarm was logged at 12:28:10 indicating a physical disconnection of the driveline from the controller. This was followed by an electrical fault alarm three (3) seconds after due to open phases on the front stator, causing the pump to run on the rear stator only. A vad stopped alarm was logged at 12:29:11 due to a failure of the pump to restart after several attempts. This was followed by more vad disconnect alarms. As per the instructions for use, the driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running. Based on the available information, possible root cause of the electrical fault alarm may be attributed but not limited to a marginal connection between the driveline extension cable and the controller and/or driveline cable or contamination in the driveline extension cable connector. The most likely root cause of the vad disconnect alarms may be attributed to a physical disconnection of the driveline from the controller. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. An internal investigation evaluated failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive investigation conducted under this internal investigation, the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. Additional products: driveline extension h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 19 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, after the implant procedure, the controller exhibited an electrical fault alarm and a ventricular assist device (vad) stop alarm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.